Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted into the lad. Approx four months post index procedure, the patient suffered recurrent stroke. The investigator and safety assessed the event as not related to the index device or anti-platelet medication. The patient recovered.

Manufacturer narrative:
CT showed large ischemic lesion in the right medial cerebral artery region. Cec adjudicated ischemic stroke. If information is provided in the future, a supplemental report will be issued.